Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pocket revision procedure the physician pulled the right atrial (ra) lead out and was unable to reposition. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted the proximal conductor is pinched on the distal conductor at 8 cm blocking the torque transfer from the pin to the helix. If information is provided in the future, a supplemental report will be issued.